Event description:
Patient's had pink confirmation dot when applying blood on the test strip. Meter would not give a blod glucose reading, so they had to go the hospital. Patient did not experience any symptoms. At the hospital their blood glucose was normal and was not treated. The membrane was discolored. Customer service replaced subject test strips vial.